Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the foreign material could not be identified based on the provided information. Based on the provided information, it was presumed that the foreign material remained because the device was returned to olympus without reprocessing at the user facility. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the bronchofibervideoscope to the service center for a separate issue. During inspection it was found that the control body had crystallization. There was no patient involvement.